Event description:
Pt reported lack of efficacy; was weaned to saline. Pump was explanted. The drug infused via the pump was morphine sulphate.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed no anomaly; normal device function. Analysis of the catheter revealed pump connector anomaly. Only a very short segment of the sc assembly was returned for analysis. Under microscope inspection a circular indent was seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump, indicating that the connection between the sc connector and the pump's outlet port may possibly have been occluded at one time in the implant history of the system.